Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 06/04/2014. (B)(4).

Event description:
A nurse reported that during a vitrectomy surgery there were continuous bubbles in the infusion line that were annoying the doctor's field of view. Surgery was completed with a delay of two-three minutes. In surgeon's opinion, this delay was not clinically significant. The patient did not experience any harm. Additional information has been requested but not received to date.